Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed a reliability non-conformance. Both b+ battery bond wires were broken. The epoxy bond was broken between the hybrid circuit and the battery terminal. "A device power-on-reset occurred when pressing the ins can."

Event description:
It was reported there was intermittent stimulation following implantable neurostimulator (ins) replacement. The ins was replaced due to end of battery life. No revision of the lead or extension was performed. Impedance measurements were normal. The device was reprogrammed. The pt had stimulation following reprogramming.